Event description:
The field service center reported that the ventilator's turbine was seized which caused no air flow. The ventilator was not connected to a patient when the reported problem occurred.